Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the alto abdominal aortic aneurysm stent system and two abbott (non-endologix) perclose proglide devices; this index procedure is outside the indications of use due to the use of adjunctive devices not compatible with the alto system per device IFU. Approximately seventeen days post initial procedure, the patient presented emergently with diminished foot pulses, claudication and a kinked limb. The physician elected to treat the patient via successful open femoral-tibial thrombectomy and reinforcing the ovation ix limb by implanting a gore (non-endologix) balloon expandable stent. Note: the physician believes the proglide devices may have caused the kink.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the right limb occlusion and mild buckling of the right limb stent were confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the this event is anatomy-related due to the following contributing factors; the 105 degree angulation in the right external iliac artery, the right limb was off IFU as the diameter was 7.5mm (should be 8-25mm) and the pre existing peripheral artery disease. The final patient status was discharged on the second postoperative day home following revascularization of the right leg. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g4: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.